Event description:
It was reported that the device indicated battery depletion and had unexpected longevity of less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 6949-65 lead, implanted (B)(6) 2005, 5034-52 lead, implanted (B)(6) 1996, 5534-45 lead, implanted (B)(6) 1996. (B)(4).